Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in and on the helix mechanism (sleeve head). Due to the large amount of dried blood in the sleeve head, the helix does not extend or retract in the correct number of turns. Analysis also noted the defib conductor was distorted; also noted implant damage.

Event description:
It was reported during the procedure that this lead was not used as the helix would not properly extend. Another lead was utilized and there were no patient complications reported as a result of this issue.